Event description:
It was reported that this right atrial (ra) lead had farfield oversensing of r-wave on the atrial channel. Technical services (ts) provided programming recommendations to reduce recurrence. Ts suspects root cause is related to right atrial (ra) lead location with possible migration/dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).